Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing peripheral nerve stimulation. Upon interrogation, the left ventricular exhibited loss of capture and the lead dislodgement was suspected. The lead was programmed to be deactivated and x-ray was performed. Reposition procedure was discussed but has not been performed yet. The patient was stable throughout the whole event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information on (B)(6) 2018 stated that the patient underwent the lead replacement procedure. During the procedure, the wire would not extend throughout the lead, therefore, the lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Event description:
New information received on (B)(6) 2019 indicating that the patient experienced chest pain, discomfort, and dyspnea due to the lead dislodgement.